Event description:
Clinic notes from a visit on (B)(6) 2016 were received for generator replacement referral. It was noted that the family reports an improvement in his seizure control with the use of the vns, however she was experiencing increasing seizure frequency. The physician noted ¿the battery is coming to an end¿. Follow-up to the physician provided that it was unknown if the increase in seizures was due to vns, or the relationship to the pre-vns baseline level. Diagnostics were stated to be in acceptable range. There were no recent medication changes which may have affected the seizure rate. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred on (B)(6) 2016. The explanted device was reported to have been discarded by the explant facility.